Event description:
Customer's sister was performing a blood glucose test for her brother and got a reading of 20.6. Customer service found the meter was set in mmol/l. The contact was able to set the meter back to mg/dl. It wa also discovered the disc in the meter was expired. Customer service was sendng a sample box of autodiscs and control solution, so the meter could be tested further.